Event description:
The patient presented to the ER feeling dizzy. Upon interrogation, no capture was observed. Decrease in the pacing lead impedance, decrease in the rv-svc sensing and noise on the svc-can channel were observed. The patient had muscular dystrophy. Lead was dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.